Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32056 error was found indicating usm1 failed to initialize i2c device with p1=2 (pitch searchlight), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered indicating i2c fault on the pitch axis, replicating the reported event. The unit was then installed onto a pftp where the agc current was found to be failing on the pitch searchlight. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. Once testing was completed, the pitch searchlight ffc was reseated and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the pitch searchlight ffc was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer reported error 32056 on universal surgical manipulator (usm) 1 with no patient involvement. Technical support engineer (tse) asked customer to epo but problem did not resolve. Tse recommended replacing usm 01 to resolve fault. Customer reported that she needed to sue the robotic system in a procedure and had to deactivate arm 01 but there were no other problems. The procedure was completed with no reported injury.